Event description:
Information was obtained from the 15th winter congress on implantable devices conference. It was reported that a 59 year old patient presented to the hospital with ventricular fibrillation (vf) with sudden loss of consciousness and convulsive symptoms. The patient did not require bradycardia pacing or anti-tachycardia pacing (atp), so a subcutaneous implantable cardioverter defibrillator (s-ICD) was successfully implanted. No specific information containing the device model, serial or date of implant was provided. Two years post implant, the device delivered two inappropriate shocks. Review of stored device data noted the smartpass feature had disabled due to low signal amplitude measurements during transient sinus bradycardia, which, then resulted in t-wave oversensing. Attempts were made to re-enable the smartpass feature, however, the feature was unable to be re-enabled due to the wave height, so the feature was left off and therapy settings were reprogrammed. No subsequent episodes were noted following programming changes. Available information indicates that this device remains implanted and in service. No adverse patient effects were reported.